Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported while during impella cp support, there was an impella in aorta alarm. When the physician attempted to reposition the impella, the sterile repositioning sheath was found to be torn. The physician decided to clean catheter and then repositioned the impella. The sterile repositioning sheath was patched with tegaderms. There was no patient harm reported.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was returned for investigation. A data log review was not required for this case. Damage to the sterile sleeve was found on the returned product. No other damage was found on the returned product. As per the clinical details, the sterile sleeve was found torn during repositioning. The cause of the product damage issue was most likely use related.